Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised to address loosening of acetabular cup. Update: litigation papers allege that component was loose and out of position. It is also alleged that it was discovered that metal debris from the asr hip system was present in the patient's surrounding bone and tissue of the right hip.

Manufacturer narrative:
Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records the revision operative note indicated a loose cup that had migrated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.